Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar slippage and underwent reposition and fixation of lumbar slippage. During surgery, the set screws broke. The broken set screws were replaced with new ones. No fragments of broken products remained inside the patient. No patient complications were reported as a result of the event.